Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information was requested from the sales and service unit but not yet received.

Event description:
It was reported that the rotaflow displays the error message ¿offset¿.during the in-house repair it was found that the screws of the front panel are stripped. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "offset and has stripped screws". A getinge service technician repaired the affected device in the national repair center on 2021-02-25. The technician confirmed the reported failures. The screw holes have been tapped out and the front panel screws have been replaced. The broken screw of the bottom cover has also been replaced. The technician found that the neutral wires of the 110 v transformer have been reversed, causing the damage on the 701034051 rf control board pcba kit ; 701011675 rf power supply pcba and 701011681 rf flow measure pcba. The 701073671 rf power plug us has been replaced as well as the three electronic boards. The rotaflow was then tested as per service manual and passed all tests. The device is working as intended again. The most probable root cause could be determined as the neutral wires of the 110 v transformer have been reversed, causing damage to the control board, power supply board and flow measure board. The product in question was produced in 2018-08-24. The review of the non-conformities during the period of 2018-08-24 to 2021-02-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Based on these investigation results the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).